Event description:
It was reported that the patient underwent a whipple procedure on (B)(6) 2015 and suture was used. The retaining tab came off while the physician was securing the first stitch to close the fascia layer of the midline incision. Another like device was used to complete the procedure. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Conclusion: actual device was returned for evaluation. Visual inspection was performed and two sides of the fixation tab had sheared off from the rest of the device. This is expected if too much stress is applied to the device.